Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 53 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the cp for coronary angioplasty procedure. Post-procedure, drapes were moved out of the way to prepare for peel away sheath removal. A hematoma was observed at the insertion site. Once the sheath was peeled away, the patient experienced increased bleeding at the groin site. The patient's activated clotting time was 192. Appropriate angle matching occurred, however the hematoma continued to expand. Manual pressure was applied for over an hour, which improved the hematoma and groin bleeding. The bleeding did not fully resolve and the decision was made to replace with a new impella cp, which was successfully inserted via left femoral artery. Hemostasis was achieved upon removal of the initial cp. The patient received 3 units of blood and continued with support. The reported hematoma and bleeding may occur in the setting anticoagulation requirements and impella cp support, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.